Event description:
On 18-aug-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient's infusion set's tubing had disconnected at the connector while going to shower. The site location was on her right side of abdomen and the pump was on the right side of the strap. The infusion had been used for one hour. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had disconnected at the connector while going to shower. The site location was on her right side of abdomen and the pump was on the right side of the strap. The infusion had been used for one hour. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.